Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english verbatim: ¿after catheter placement, hcp couldn't connect to nipro ex-tube. Even replaced by new nipro ex-tube, still it was hard to connect. Saline leaked when hcp connected shallowly. When replaced by new iag, the ex-tube was connected successfully.¿

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two used 22ga insyte autoguard IV catheter units which consisted of the catheter/adaptor assemblies that are intact. Unit #1 is the catheter/adaptor assembly and unit #2 is a catheter/adaptor assembly that has an extension line attached to the luer end of the adaptor. Accompanying the units are one needle/hub assembly that is fully retracted inside the barrel and an undamaged opened package from lot number 9177681. In addition, six photographs were submitted which display similarities to that of the returned units. Through the visual inspection of unit #1, the evaluation revealed damage at the inner rim at the luer end of the adaptor as well as scratches to the outer surface in the area below the threads. Damage was not observed to the luer or adapter with unit #2. A water/air leak test was performed by attaching an iso standard testing slip luer to the adapter, submerged the unit and performed the leak test. The damage at the inner rim of the luer at the end of the adapter did not hinder the connection and no leakage was observed from any area of the unit#1. Leakage was not observed with unit #2. The second type of leak test was performed on unit #1 by attaching the nipro extension line from unit 2 to this adapter. Then the iso standard testing slip luer was attached to the end of the nipro extension line, submerged the unit and performed the leak test. Although the damage at the inner rim of the adaptor did not hinder the connection; leakage was observed from the area of connection between the luer of the adaptor and nipro extension line. For unit #2, the nitro extension line was re-attached to the adapater. The iso standard testing slip luer was attached to the end of the nipro extension line, submerged the unit and performed the leak test. Leakage was not observed from any area of the unit. The type of damage could have occurred within manufacturing or the user environment. Since the unit was used, bd is unable to identify a root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in leaked during use. The following information was provided by the initial reporter, translated from japanese to english verbatim: ¿after catheter placement, hcp couldn't connect to nipro ex-tube. Even replaced by new nipro ex-tube, still it was hard to connect. Saline leaked when hcp connected shallowly. When replaced by new iag, the ex-tube was connected successfully.¿